Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date, no further details have been received. The service history record was reviewed, and no repair information was found.

Event description:
It was reported by a customer that a ventilator had an alarm led failed error code and requested the part ID for power switch overlay. It was reported that the unit was not in use on patient. The customer contacted product support and requested part ID for the power switch overlay. Product support provided part ID for power switch overlay. The caller will perform repairs and will call back if further assistance is needed.